Event description:
It was reported that the patient went to the hospital because the patient had been shocked every so often over the course of the day and was feeling dizzy. It was also reported that when the magnet was placed over the device, it didn't seem to make a difference. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.